Event description:
On 20jul2023, the technical support specialist (tss) returned onsite to continue the installation of the alinity c processing module. The tss replaced the internal probe wash pump and while doing the reagent sample manager (rsm) bay alignment, a component on the load / unload board arced and caught fire. The tss took the fire extinguisher and extinguished the fire. The tss ordered a new load / unload board. There was no impact to patient management, user safety, or facility damage reported. No injuries reported. Upon further review of additional information provided on 21aug2022, the field service engineer did not use a fire extinguisher to extinguish the fire to the rsm board. There was evidence of charring that was limited to the rsm board, however more than one area on the board showed evidence of charring. There was no impact to patient management, user safety, or facility damage reported. No injuries reported.

Manufacturer narrative:
Section g1 contact information was updated to reflect the current contact (B)(6). Additional information was provided for this investigation that was received on 17oct2023, to better clarify the incident. Service observed electrical sparks/arcing coming the reagent sample manager (rsm) load/unload controller printed circuit board (pcb) on the alinity c processing module, serial number (B)(6) during the installation, while the module was not turned off. Service discovered evidence of charring/burning on the rsm load/unload controller pcb. The rsm load/unload controller pcb was replaced and was the reason for the observed electrical sparks/arcing resulting in the part being charred/burned. The charring evidence was limited to the rsm board, and no additional components were impacted. There was no injury to personnel reported. The pictures attached to the ticket support the service engineer¿s observation. A review of the alinity c processing module, serial number (B)(6) service history was performed and revealed no additional issues of electrical sparks/arcing or charring/burning components. There was one identified nonconformance for the rsm load/unload controller pcb that addresses the service personnel not following instructions during installation of a component use with the alinity c processing module. As part of the nonconformance, it was noted that this event was related to a service process issue. An assessment was performed to evaluate the process impact level and concluded that the overall impact of the event was low. A risk assessment was performed that identified a potential hazard for chemical exposure however the residual risk remained low and therefore a risk evaluation was not needed to be performed. Additionally, there was no regulatory impact identified. Therefore, the overall impact level of the event was low, and no further investigation was performed. A review of tracking and trending did not find any related trends for the alinity c processing module or rsm load/unload controller pcb with regards to the complaint issue. Labeling was also reviewed and adequately addresses the complaint issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electrical sparks/arcing and charring/burning observed, due to the service person failing to follow instructions during installation of a component use with the alinity system instruments was limited to the rsm load/unload controller pcb; the electrical sparks/arcing and charring/burning did not spread to other parts of the module. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6) or rsm load/unload controller pcb. Correction: e1 - facility name initial: (B)(6) hospital

Event description:
On 20jul2023, the technical support specialist (tss) returned onsite to continue the installation of the alinity c processing module. The tss replaced the internal probe wash pump and while doing the reagent sample manager (rsm) bay alignment, a component on the load / unload board arced and caught fire. The tss took the fire extinguisher and extinguished the fire. The tss ordered a new load / unload board. There was no impact to patient management, user safety, or facility damage reported. No injuries reported. Upon further review of additional information provided on 21aug2022, the field service engineer did not use a fire extinguisher to extinguish the fire to the rsm board. There was evidence of charring that was limited to the rsm board, however more than one area on the board showed evidence of charring. There was no impact to patient management, user safety, or facility damage reported. No injuries reported.

Manufacturer narrative:
Section g1 contact information was updated to reflect the current contact (B)(4)additional information was provided for this investigation that was received on 17oct2023, to better clarify the incident. Service observed electrical sparks/arcing coming the reagent sample manager (rsm) load/unload controller printed circuit board (pcb) on the alinity c processing module, serial number (B)(6) during the installation, while the module was not turned off. Service discovered evidence of charring/burning on the rsm load/unload controller pcb. The rsm load/unload controller pcb was replaced and was the reason for the observed electrical sparks/arcing resulting in the part being charred/burned. The charring evidence was limited to the rsm board, and no additional components were impacted. There was no injury to personnel reported. The pictures attached to the ticket support the service engineer¿s observation. A review of the alinity c processing module, serial number (B)(6) service history was performed and revealed no additional issues of electrical sparks/arcing or charring/burning components. There was one identified nonconformance for the rsm load/unload controller pcb that addresses the service personnel not following instructions during installation of a component use with the alinity c processing module. As part of the nonconformance, it was noted that this event was related to a service process issue. An assessment was performed to evaluate the process impact level and concluded that the overall impact of the event was low. A risk assessment was performed that identified a potential hazard for chemical exposure however the residual risk remained low and therefore a risk evaluation was not needed to be performed. Additionally, there was no regulatory impact identified. Therefore, the overall impact level of the event was low, and no further investigation was performed. A review of tracking and trending did not find any related trends for the alinity c processing module or rsm load/unload controller pcb with regards to the complaint issue. Labeling was also reviewed and adequately addresses the complaint issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electrical sparks/arcing and charring/burning observed, due to the service person failing to follow instructions during installation of a component use with the alinity system instruments was limited to the rsm load/unload controller pcb; the electrical sparks/arcing and charring/burning did not spread to other parts of the module. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6) or rsm load/unload controller pcb.

Manufacturer narrative:
Additional information was added to b5 - describe event or problem. Please see updated information in this section. Service observed electrical sparks/arcing coming the rsm load/unload controller pcb on the alinity c, serial number (B)(6) during the installation, while the module was not turned off. Service discovered evidence of charring/burning on the rsm load/unload controller pcb sparks/arcing. The rsm load/unload controller pcb was replaced and deemed the likely cause for the observed electrical sparks/arcing resulting in the part being charred/burned. No injury to personnel was reported. No fire or smoke was seen nor any damage to other parts of the instrument. Pictures depicting the observed issue was attached to the ticket. A review of the (B)(6) service history, revealed no additional issues of electrical sparks/arcing or charring/burning parts reported on the (B)(6). A review of tracking and trending did not find any related trends of the alinity c or rsm load/unload controller pcb with regards to the complaint issue. A review of device history record found a non-conformance initiated on 28aug2023, opened to address a service person failing to follow instructions during installation of a component use with the alinity system instruments. Labeling was reviewed and adequately addresses the issue under review. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electrical sparks/arcing and charring/burning observed, due to the service person failing to follow instructions during installation of a component use with the alinity system instruments was limited to the rsm load/unload controller pcb; the electrical sparks/arcing and charring/burning did not spread to other parts of the module. A trend is not identified for the rsm load/unload controller pcb during the 3.3 for june 2023 (07/2022-06/2023) reporting period. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6). Upon further review, h6 - adverse event problem, medical device problem code was updated from initially a1007,fire to add additionally a1006, thermal decomposition of device.

Event description:
On 20jul2023, the technical support specialist (tss) returned onsite to continue the installation of the alinity c processing module. The tss replaced the internal probe wash pump and while doing the reagent sample manager (rsm) bay alignment, a component on the load / unload board arced and caught fire. The tss took the fire extinguisher and extinguished the fire. The tss ordered a new load / unload board. There was no impact to patient management, user safety, or facility damage reported. No injuries reported. Upon further review of additional information provided on 21aug2022, the field service engineer did not use a fire extinguisher to extinguish the fire to the rsm board. There was evidence of charring that was limited to the rsm board, however more than one area on the board showed evidence of charring. There was no impact to patient management, user safety, or facility damage reported. No injuries reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
On (B)(6) 2023, the technical support specialist (tss) returned onsite to continue the installation of the alinity c processing module. The tss replaced the internal probe wash pump and while doing the reagent sample manager (rsm) bay alignment, a component on the load / unload board arced and caught fire. The tss took the fire extinguisher and extinguished the fire. The tss ordered a new load / unload board. There was no impact to patient management, user safety, or facility damage reported. No injuries reported.